Event description:
The patient stuttered before implant. After the stimulator was turned on, the patient experienced severe stuttering. Last week, the patient's stimulator was adjusted to address mobility and speech. It worked at first; then when they left, he lost his speech. The stimulator had been exhaustively reprogrammed, the electrodes were checked, and multiple impedance checks where done; it was reported that the system was fine. The patient's movement was very much improved, but he still stuttered. His speech therapist was planning to try a new system that helps with stuttering. The patient was at home in fair condition. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.